Manufacturer narrative:
Additional information: patient information now provided. Additional information: upon follow-up with the site, the medtronic representative reported that the surgeon went past the ventricle border and that is how he determined he was inaccurate. Instead of getting solid tissue of tumor, he got cerebrospinal fluid (csf). He tried to take a sample earlier in the trajectory by pulling back 2 mm, then 5 mm, then 10 mm. However, csf was leaking from the ventricle therefore taking a sample was harder. The surgeon reported that it doesn't impact the patient; however, the medtronic representative did not have any information on the patient and how they are doing this far. The surgeon also mentioned after the surgery that it was the difficult location of the tumor and it was not medtronic technology's fault that he penetrated the ventricle. The medtronic representative reviewed the patient archives. The exam and registration looked normal, no issues found, and it was determined that the cause of inaccuracy was unknown.

Manufacturer narrative:
No parts were returned to manufacturer for analysis, therefore, no findings are possible. No further issues have been reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial biopsy procedure, the system was 5-7 mm inaccurate (inferior) during a vertek biopsy. This resulted in a breached ventricle from the biopsy needle. The guidance error metric was 0.8 and they did not believe the pad moved. There was no issue tracking the needle throughout the procedure. The patient was in the prone position. Confirmed accuracy after registration using tracer. The surgeon was still able to sample the anatomy of interest. There was no reported delay to the procedure due to this issue. The patient's ventricle was breached from the biopsy needle as a result from this procedure.